Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply, the high voltage cable, and the camera were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would shut off when taking images. No patient injury was reported.